Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height drawer 2.1 was failed. A field service engineer (fse) found row board connections were contaminated. So, the fse reseated all connections and cleared debris from drawer. Then resumed testing and no additional issues were noted. Customer verified operation with inventory counts. Fse verified all bus/cable connections and verified drawer/pocket operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es half height drawer cubie was failed. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.